Event description:
It was reported that vessel dissection occurred. In (B)(6) 2014, the patient was admitted and the physician performed coronary angioplasty with stenting to the distal diagonal artery. Vascular access was obtained via the femoral artery. The 14mm in length, 2.5mm in diameter, concentric and the de novo target lesion was located in the mildly tortuous and non calcified left anterior descending artery. A 16mm x 2.50mm taxus element stent was selected; however, difficulty advancing was encountered. A distal edge dissection in the left anterior descending artery was noted. The lesion was predilated with a 2x20mm unspecified balloon catheter. Another 16mm x 2.50mm taxus element stent was deployed and implanted in the distal diagonal artery. Post dilatation was performed using an unspecified balloon catheter. No withdrawal resistance was encountered during the procedure. No further complications were reported and the patient is now stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).